Manufacturer narrative:
E1: name: (B)(6). Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site:3003442380

Event description:
It was reported that patient had experienced high blood glucose event on (B)(6) 2026. Since the patient infusion set inserted into body crease or area subjected to temporary positional blockage and got treated with via multiple daily injections.